Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: e-poly ringloc acetabular liner, p/n ep-108222, l/n 895150; tri-spike shell apical hole, p/n 101001, l/n 506240; modular head component, p/n 163668, l/n 679220; modular lateralized taperloc femoral stem, p/n 11-103200, l/n 217820. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05770, 0001825034-2017-05772, 0001825034-2017-05773. Still implanted.

Event description:
It was reported patient underwent left hip arthroplasty, stiffness in hands, no feeling around incision and leg, pain and stiffness when sitting a certain way. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: date of implantation, reporter name and address. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.